Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
Customer reported being unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced vomiting, was seen at the hospital where a blood glucose reading of 740 mg/dl and ketone reading of 4.63 mmol/l were obtained on the hcp meter. Customer was diagnosed with diabetic ketoacidosis and was treated with IV infusion for hydration and insulin therapy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced vomiting, was seen at the hospital where a blood glucose reading of 740 mg/dl and ketone reading of 4.63 mmol/l were obtained on the hcp meter. Customer was diagnosed with diabetic ketoacidosis and was treated with IV infusion for hydration and insulin therapy. There was no report of death or permanent impairment associated with this event.